Manufacturer narrative:
Additional information: updated h4: manufacturing date: updated h6: codes: based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Investigation results: visual investigation: product available for investigation arrived in a decontaminated condition. The kerrison punch is showing a bent-up cutting edge and a damaged part on the upper slider part. Vigilance investigator carried out the pictorial documentation visually and microscopically. The punches show clear signs of deformation on the cutting edge of the upper slider, which is bent-up and additionally it shows a circular deformation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fk987r-kerrison det130 deg up 3mm 280mm. It was reported that the top of the kerrison det130 deg up 3mm 280mm device's cutting edge (the lip across the sharp cutting surface that goes against the footplate) bent back during a laminectomy procedure on (B)(6) 2020. This was reportedly the first time the device has been used. While an alternative device was readily available to complete the procedure and there was no surgical delay there is a concern as the devices seem like they cannot cut at all. The reported event did not cause or contribute to a serious injury or death. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).